Manufacturer narrative:
Medical device problem code (B)(4) captures the reportable investigation results of fiber broken within the connector. Investigation results the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 317.8 cm from the end of the connector to the end of the exposed glass tip. The exposed glass tip measured 2 mm and appeared degraded. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. There was no light from the sma connector, indicating a fracture within the fiber connector. Additionally, the sma boot was detached. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that the exposed glass tip displayed normal degradation and there was no light from the sma connector, indicating a fracture within the fiber connector. Additionally, the sma boot was detached/separated from the connector housing due to insufficient epoxy. Fibers are consumable and intended to degrade with use. It is likely that procedural handling of the device during set-up or use contributed to the fracture within the fiber connector, likely contributing to the report of dim/weak aim beam. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that a flexiva 200 tractip laser fiber was used in an unknown procedure performed on (B)(6) 2020. During the procedure, the laser fiber lost aiming beam and stopped working. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.